Manufacturer narrative:
The reason for this revision surgery was reported as the patient had pain and was not happy with original implants. The surgeon tried to convert to a reverse shoulder prosthesis (rsp) but ended up removing all of the rsp parts due to glenoid fracture. The length of in vivo service was 10.8 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 8 prior complaints reported against this part number; summary of investigations: 5 for instability, 1 for pain, 2 revisions with unknown reason. This is the first complaint against this lot number. The root cause for the glenoid fracture was not reported. The surgeon reported no issues associated with the product. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient having pain and not being happy with the original replacement. The surgeon tried to convert to a reverse shoulder prosthesis (rsp) but ended up removing all of the rsp parts due to a glenoid fracture. The surgeon put the neck and turon head back in.